Manufacturer narrative:
The event of lead explant due to lead migration was reported to abbott. No further follow up is necessary. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-08835. It was reported that the patient¿s trial drg leads had migrated. The stylets were left in the leads at implant on (B)(6) 2019. Leads were then pulled on (B)(6) 2019. Patient may undergo a re-trial.